Event description:
It was learned through the operative report received for a related event that the device was explanted after an implant duation of 13.57 months, due to endocarditis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also has another related event; please reference medwatch reports filed under patient identifier (B) (6). Through follow up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.